Event description:
It was reported that the touchscreen became cracked and is not functional. Contact states the customer bumped into something and the touchscreen shattered. The customer's blood glucose (bg) level was 278 mg/dl. The customer administered a manual injection to correct bg reading. The customer would continue use of manual injections for alternate insulin therapy.